Event description:
Revision surgery - infection. Surgeon extracted tibial insert and femur. The surgeon used an antibiotic and washed out the infection. The surgeon then replaced with tibial insert and switched to a non porous femur.